Event description:
A report was received that the patient's occipital lead was exposed. There was no pus, drainage, redness or soreness. The physician explanted the lead and implanted a new one. The patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50 (B)(4) model description:linear 3-4 lead 50cm

Manufacturer narrative:
No additional suspect device involved in the event. A returned product analysis indicated that the device passed visual inspection. A review of the sterilization records of the explanted lead found it to be satisfactory.

Event description:
A report was received that the patient's occipital lead was exposed. There was no pus, drainage, redness or soreness. The physician explanted the lead and implanted a new one. The patient is reportedly doing fine.